Event description:
The customer reports that during a thoracotomy procedure, on the third firing, the device deployed staples at each end and none in the middle of the staple line. The bleeding was controlled with suture. The patient lost 300 mls of blood. No blood products were given. The procedure was completed and the patient currently fine.

Manufacturer narrative:
(B)(4). Two devices were returned although one device was involved in the event. Both devices were returned in good visual condition and with no reload present. The devices were tested for functionality with a test reload and both fired and formed all the staples as intended. The devices fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been received for analysis. When the device is received for analysis, a supplemental medwatch will be sent.